Manufacturer narrative:
Integra has completed their internal investigation on july 13, 2017. Results: evaluation of returned device; the fixed jaw is broken. The fragment was not returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A thorough observation of the breakage area did not reveal manufacturing or material defect but oxidation of breakage area. DHR review; no nonconformity related to this issue for this lot. Complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is (B)(4) complaints /product uses. This is a statistically adverse trend using chi² test when compared to the complaint rate of (B)(4) complaints / product uses for the prior 13-24 months. Conclusion: considering that no material or manufacturing defect was found and oxidation of breakage area, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU provided with the device requires to: "check the condition of instruments before and after each case. Remove from use any incomplete or poorly operation instruments".

Event description:
It was reported that the jaw of the device broke during a surgery and it fell into the surgical site. Medical staff managed to retrieve the broken jaw with another forceps. No patient injury reported and the event did not increase significantly the surgery time.